Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and no delivery. The customer¿s blood glucose level was 600 mg/dl. The customer was treated with bolus. The customer had symptoms such as nausea. It was reported that the no insulin delivery during basal. The customer alleges pump was under delivering lately the insulin pump got funky and there were time that it over and under delivers. It was reported that the customer performed high pressure test and was failed. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump wil be and reservoir will not be returned for analysis.